Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery ague jumped from 25% to 100% after being connected to a power source. The customer's blood glucose level was 71 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.